Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/15/2017. The analysis has begun but is not completed at this time. On 11/15/2017, loop of the catheter was deformed. Spine of the loop was twisted. Reddish material found at the distal tip of the catheter. On 11/16/2017, after decontamination and extracting large portion of the whitish material, lab found the ring has a sharp edge. Lab also found plastic covering of the spine was lifted. However, no internal parts are exposed. The deformed loop and the loop being twisted is not MDR reportable because the overall health risk to the patient is low as the most likely harm is an intra-procedural delay. However, the foreign material and the additional finding of sharp edge is MDR reportable because it poses a potential risk to the patient. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for symptomatic persistent atrial fibrillation with a lasso nav variable eco catheter and suffered a medical device entrapment that led to mitral valve incompetence requiring surgical intervention. The returned device was visually inspected and loop was found deformed and twisted also reddish material was found at the distal tip of the catheter. After the decontamination process a large portion of whitish material was extracted and one ring was observed with a sharp edge and the plastic covering was lifted but no internal parts exposed. During the second visual inspection, a hole was found on the lasso loop and some parts were exposed. Then, a deflection test was performed and the catheter passed, however, the contraction test failed due to the returned condition. Then, the catheter outer diameter was measured and it was found within specifications. Per the foreign material observed, a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material has a biological-base material presumably human tissue. Additionally, per the damage observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a mechanical damage and stress marks on the surface of the spine. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been confirmed, however, based on available analysis finding results, the damage on the lasso loop does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the catheter during the procedure. Additionally, the instructions for use states that excessive force must not be applied to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# unknown serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for symptomatic persistent atrial fibrillation with a lasso nav variable eco catheter and suffered a medical device entrapment that led to mitral valve incompetence requiring surgical intervention. Vascular access was obtained via right femoral vein x 3. Stimulation catheter was inserted into the coronary sinus. Transseptal puncture was performed x 2. Ports x 2 were placed in the left atrium. Left atrial mapping was performed. Right and left circumferential pvi was performed at 30 watts. While examining the left inferior pulmonary vein (lipv) for isolation, the lasso catheter was dislocated toward the left ventricle and became caught on the posterior leaflet of the mitral valve. Clockwise and counter-clockwise maneuvers and gentle retraction of the lasso catheter were unsuccessful. Electrophysiology team and cardiac surgery were consulted. Ablation catheter was used as a counterweight. Lasso catheter was successfully retrieved. Upon inspection of the catheter, a portion of the mitral valve was observed to be attached to the tip. It was determined that the injury occurred as a result of catheter retrieval attempts. Posterior mitral valve leaflet damage resulted in a high-grade mitral insufficiency with broad eccentric regurgitant jets directed toward the atrial septum to the left atrial roof. Hemodynamics and oxygenation remained stable throughout. Vascular access was obtained via bilateral femoral arteries for coronary angiography. Patient was transferred to cardiac surgery for mitral valve replacement, left atrial appendage (laa) removal, and aortocoronary bypass x 1 vessel. There is no information regarding extended hospitalization or patient outcome. Transesophageal echocardiography was performed prior to and during transseptal puncture, as well as during the adverse event. Patient received anticoagulant during the procedure with last activated clotting time of 294 seconds. It was noted that the ablation procedure had been completed. Medical history includes ehra (european heart rhythm association) class ii (mild symptoms) persistent atrial fibrillation, chv (undefined) stage 4 ((B)(6) 2017), hypertensive heart disease, normal myocardial scintigraphy ((B)(6) 2017). Physician did not provide a causality opinion.

Manufacturer narrative:
During analysis of the returned device, the biosense webster failure analysis lab discovered on (B)(6)2017, that there was damage between ring 4 and 5; with some parts were exposed. This finding is MDR reportable, because if the catheter integrity is not maintained and internal components are exposed, it causes a potential risk to the patient. In addition, on (B)(6) 2017, the scanning electon microscope (sem) showed evidence of mechanical damage and stress marks on the surface of the spine. It is possible that the damage was generated with an unknown object. No other anomalies were observed. This finding is not MDR reportable as the catheter integrity is still maintained in this area. (B)(4).